Manufacturer narrative:
This additional information supplemental report is being submitted to provide additional information received for this event. Please see the updates in sections: g4, g7, h2, h6, and h10. The initial reporter occupational title is biomedical equipment technician iii (senor biomedical technician). The issue with the device was discovered during inspection prior to use on the patient. The device was replaced with another similar device and the procedure was executed with the replaced device. The inspection yielded no other abnormalities other than the reported issue. The physician was trained in the use of the device.

Manufacturer narrative:
The device has not been returned and so an actual device is not performed for the issue of repeated flashing display on the front panel. However, an evaluation is done based on historical records. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. Root cause for the issue cannot be conclusively determined. However, based on similar investigations, the issue may have been caused due to a malfunction of the main board, filter turret, mesh turret, or limit switch inside the device. It is likely that the malfunction happened due to aging deterioration (about 13 years) of the device.

Manufacturer narrative:
There is no additional information about the event available at this time. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, directly after an unknown procedure it was noted that the device front panel had a repeated flashing display. There was no reported impact on the procedure that took place nor was there any adverse impact to the patient.